Manufacturer narrative:
Follow-up #1 date of submission 01/22/2016-product analysis:the device was returned and evaluated by product analysis on 01/11/2016 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms or abnormal pump behavior. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s motor circuit or assembly. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.